Event description:
Voluntary medwatch received states that patient's lead exhibited insulation damage. The lead was capped. The patient status was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5145853.